Event description:
In (B)(6) 2022 reporter had a temporary pain stimulator implanted. The device was in for five days and she did not experience any issues. After the 5 days were up she decided to have the stimulator implanted permanently on (B)(6) 2022. A few days later the patient stated the stimulator began to shock her it felt as if she was getting electrocuted. She felt pain on the right side of her back down her leg so she decided to speak with her doctor. The doctor ordered a MRI test and found that the leads were still in place. She was still experiencing pain so the doctor scheduled surgery for her to have the stimulator removed. The patient had the device in for about 4 weeks before having it removed.